Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead became extrinsically distorted due to stretching. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, upon removal of the lead from the package, the physician noticed that the helix was partially extended. The physician attempted to fully retract the helix using the pinchon tool, without success. The lead was not used and another lead was implanted. There was no apparent patient involvement.